Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was not observed, however, we did observe the device powered up with no display. The malfunction was attributed to a faulty display.